Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the unspecified bd product caused erroneous test results.

Manufacturer narrative:
Other details is corrected to see event description below. The event or problem description is corrected to it was reported that the bd vacutainer® urine analysis preservative tube gave erroneous test results. No serious injury or medical intervention was reported. Corrected to 510k changed to be exempt.

Event description:
It was reported that the bd vacutainer® urine analysis preservative tube gave erroneous test results. No serious injury or medical intervention was reported.

Event description:
It was reported that the bd vacutainer® urine analysis preservative tube gave erroneous test results. No serious injury or medical intervention was reported.

Manufacturer narrative:
Other details is corrected to see event description below. The event or problem description is corrected to it was reported that the bd vacutainer® urine analysis preservative tube gave erroneous test results. No serious injury or medical intervention was reported. Corrected to 510k changed to be exempt.

Manufacturer narrative:
Medical device catalog # corrected to 364992.